Event description:
It was reported that pump displayed minimum fill notification while customer attempted to load cartridge with usable insulin remaining. There was no adverse impact to the customer¿s blood glucose level. Technical support guided loading of new cartridge using proper technique, and caller successfully loaded cartridge and resumed insulin delivery.